Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler clamped on the tissue and would not allow the gun to "reverse" this action or clamp down further. The surgeon was instructed to pull the wings back and with a little bit of gentle effort and this worked. The handle and the reload were replaced and continued as normal with new equipment. There was no patient injury.